Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries. No signs of corrosion or battery leakage. The battery contacts are not loose or missing. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation: evaluation of the returned product revealed the unit powered up, but after a couple of seconds the unit powered off on its own. The unit was tested with customers returned working batteries and a working model 8281. The unit was retested with an external power supply, but the unit did not power up. Visual findings show the top left corner of the unit case is cracked and there are white stress marks on the battery door near the hinges. Posey instructions for use warning statement: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).